Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 2 products involved with the reported event and the associated manufacturer report numbers are 9616099-2015-00579 .

Manufacturer narrative:
During the procedure, it was not possible to retract the balloon into the sheath. While trying to retract the balloon, the physician caused a dissection in the a. Renalis. Due to this dissection it is currently not clear if there is a damage of the kidney that may lead to a surgical removal of the kidney. The pre op diagnosis and or procedure were for stent restenosis. A percutaneous transluminal angioplasty (pta) dilatation of stent restenosis in left a. Renalis. The patient¿s co-diseases included chronic renal failure, increased creatinine, and coronary heart disease. The target vessel was the left a. Renalis. There were no anomalies noticed during preparation of the catheter. During the procedure resistance was detected when the catheter exited the sheath. The balloon could be inflated and deflated in the target lesion without problems. While retracting the catheter into the sheath (balloon was already retracted from in-stent-stenosis into the infrarenal aortic segment) the physician detected heavy resistance at the proximal marker band. However, the balloon was maximally deflated. Suddenly the resistance has been overcome and the wire dislocated in the area of the segmental artery of the left kidney. There was no evidence of vessel perforation at that point. 30 minutes post procedure the patient revealed clinical complaints in the left side of the body. During following CT a sub capsular hematoma in the left kidney was detected. 6 hours later the pararenal ruptured. Patient was transferred to nephrology department where conservative therapy was provided with a temporarily endotracheal intubation due to known cardiac condition of the patient. The customer is assuming that the marker band of the 5f balloon catheter does not fit into/is not compatible with the 5f sheath. The product was not returned for analysis. A device history record (DHR) review of lot 17290295 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta system-withdrawal difficulty-through guide/sheath¿ was not confirmed since visual and functional analyses were performed successfully on the unit. The reported ¿catheter sheath introducer (csi) resistance/friction inner lumen-in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. The catheter system should be used only by physicians trained in the performance of arteriography and who have received appropriate training in percutaneous transluminal angioplasty. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the DHR reviews nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken this is one of 2 products involved with the reported event and the associated manufacturer report numbers are 9616099-2015-00579 and 9616099-2015-00580.

Manufacturer narrative:
(B)(4). The device history reviews are pending and will be submitted within 30 days upon receipt. (B)(6). This is one of 2 products involved with the reported event and the associated manufacturer report numbers are 9616099-2015-00579 and 9616099-2015-00580.

Event description:
During the procedure it was not possible to retract the balloon into the sheath. While trying to retract the balloon the physician caused a dissection in the a. Renalis. Due to this dissection it is currently not clear if there is a damage of the kidney that may lead to a surgical removal of the kidney. The pre op diagnosis and or procedure were for stent restenosis, percutaneous transluminal angioplasty (pta) dilatation of stent restenosis in left a. Renalis. The patient&#38112;co-diseases included chronic renal failure, increased creatinine, coronary heart disease. The target vessel was the left a. Renalis. There were no anomalies noticed during preparation of the catheter. During the procedure resistance was detected when the catheter exited the sheath. The balloon could be inflated and deflated in the target lesion without problems. While retracting the catheter into the sheath (balloon was already retracted from in-stent-stenosis into the infrarenal aortic segment) the physician detected heavy resistance at the proximal marker band. However, the balloon was maximally deflated. Suddenly the resistance has been overcome and the wire dislocated in the area of the segmental artery of the left kidney. There was no evidence of vessel perforation at that point. Thirty minutes post procedure the patient revealed clinical complaints in the left side of the body. During following CT a subcapsular hematoma in the left kidney was detected. Six hours later the pararenal ruptured. Patient was transferred to nephrology department where conservative therapy was provided with a temporarily endotracheal intubation due to known cardiac condition of the patient. The customer is assuming that the marker band of the 5f balloon catheter does not fit into/is not compatible with the 5f sheath.